Manufacturer narrative:
The following fields have been updated with corrected information: h.3 reason code for no evaluation: other h.3. If other specify:

Event description:
It was reported that the graduation marks on the barrel were incomplete with a bd 20 ml bd luer-lok¿ syringe. This occurred on 44 separate occasions prior to use with batch 9260107. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported graduation marks incomplete on the syringe barrels.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9253626. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-09-10. Medical device lot #: 9260107. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-09-17. " investigation summary: 44 samples were received. They all were visually inspected. They have scale printing defects where the scale line is partially printed. They are at different location with higher incidence in the area of 16ml to 19ml; per acceptance criteria they are minor and acceptable. One photo showed syringes with the scale printing issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for lot #s 9253626, 9260107 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of these batch #s. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that the graduation marks on the barrel were incomplete with a bd 20 ml bd luer-lok¿ syringe. This occurred on 44 separate occasions prior to use with batch 9260107. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported graduation marks incomplete on the syringe barrels.